Event description:
Unomedical reference number: (B)(4). Event occurred in colombia. On 13-nov-2022, it was reported that the infusion set's tubing got detached at the tubing connector while closing the door as it got pulled. The site location was patient's upper buttocks, and the pump was in the pocket. The infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.